Event description:
An article was received and reviewed on 02/06/2012 where it discussed the effects of vns therapy on migraines. The article stated that the vns therapy may help reduce migraines in pts with a history of migraines or chronic pain. In the article, it states that while attempting to find candidates to interview, one pt had passed away. No identifiers were provided for these pts other than they all received vns therapy from (B)(6) university from 1993 to 1999. Good faith attempts to obtain add'l info were unsuccessful as the physician does not have access to this info anymore.

Manufacturer narrative:
Hord, e. Daniela, m. Steven evans, sajjad mueed, bola adamolekun, and dean k. Naritoku. "The effect of vagus nerve stimulation on migraines." Journal of pain. Vol 4, no 9 (2003): pp 530-534.